Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Explanted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensing. Which was believed to be caused by electrode fracture. It was noted that the patient had a left ventricular assist device (lvad). The therapy was turned off. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Explanted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensing. Which was believed to be caused by electrode fracture. It was noted that the patient had a left ventricular assist device (lvad). The therapy was turned off. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensing. Which was believed to be caused by electrode fracture. It was noted that the patient had a left ventricular assist device (lvad). The therapy was turned off. Currently, this product remains in service and no additional adverse patient effects were reported.